Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the bur was stuck in the handpiece and was unable to remove. There is no patient impact. Product analysis of the m5 handpiece found that there was a broken bur stuck in the housing which did not appear to be intact.

Manufacturer narrative:
H3: product analysis found that the service report of the m5 handpiece (403011896) noted that there was a blade stuck inside the housing. Visually, the shaft was broken 0.733 inches from the distal end of the inner hub to the broken point. The distal end of the inner hub was deformed (outside diameter). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.353 inches in deformed area which was out of specification. The chevrons at the proximal end of the inner hub were also damaged. The green seal at the proximal end of the inner hub was intact when returned. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously applied codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Additional codes: previously applied code img g04041 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.